Event description:
It was reported that during an initial implant, the physician was unhappy with the intra-op testing and decided to remove the product. As a result the procedure was abandoned.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.